Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description "graphis froze and there wasn't any flow, it was alarming and it wasn't responding." No patient involved.

Manufacturer narrative:
Follow-up 1: investigation outcome. Customer stated: graphis froze and there wasn't any flow, it was alarming and it wasn't responding. Most probably a technical fault tf9950 was occurring ¿ however as the logfiles were not made available (despite request), no further analysis can be conducted. The most probable root is a defective component. It was indicated to replace the ip esm which was provided. However again no firm confirmation was received despite the good faith effort.